Event description:
Procedure type: facelift. According to the reporter: doctor (B)(6) called quality assurance to inform that on post-op day one, patient was called back to assess suture. Several sutures were fraying (like split ends). Immediately resutured both incisions. As resuturing, the suture was unraveling. Repaired with nonabsorbable sutures. Resutured both incisions on following day as a precaution. After additional antibiotics, patient is healing normally.

Manufacturer narrative:
(B)(4).